Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077159.

Event description:
It was reported that the patients lead had migrated. Imaging revealed the lead was coursing into the lower thoracic spinal canal with associated susceptibility artifact obscuring the lower thoracic spinal canal. The patient underwent an explant procedure wherein everything was removed. The explanted device components will not be returned as they were discarded by the facility.